Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# v466364, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a partial MRI was performed on the patient on the day of the report. The MRI was of the patient¿s breast using a breast radiofrequency (rf) transmit coil, a 1.5t magnet. The scan was ¿about five minutes¿ and it was unknown if the implant was on. The patient reported no heating at the lead electrode site, but noted that it felt like her battery moved. It was unknown if an adverse event had occurred yet. Additional information was requested, but was not available as of the date of this report.